Event description:
A 3.5mm lcp medical distal tibia plate implanted after a motorcyle accident, broke about 3 months post-operative. Patient indicated he was advised to begin weight bearing approximately 1 month post-operative. During revision surgery, the broken plate was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.